Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer stopped insulin delivery, disconnected from the site to take a shower, and then reported that there was an air bubble in the luer lock. Reportedly, the customer "flicked" the luer lock several times, primed the tubing, and stated that that the air bubble was not removed from the luer lock. The customer stated that the air bubble was trapped just outside of the luer lock connection and stated that the air bubble could not get into the line. There was no impact to the customer's blood glucose level.